Event description:
It was reported that this pacemaker device exhibited changes in right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedance spikes from approximately 880 ohms range up to the 2000 ohms range. The lead safety switch (lss) was triggered. There were no stored episodes with noise. Technical services discussed possible causes and provided programming options. This device remains in service. No adverse patient effects were reported.